Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation- field coordinator. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a full evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When activated with a new co2 cartridge and activation knob, the device did not leak any co2 and sprayed as intended. The original activation knob was rotated into place on the handle and tightened as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report could not be confirmed because the device functioned as intended during our laboratory evaluation. However, the sound heard by the user indicated in the report is evidence of co2 escaping the device. This can occur if the device is only partially activated by not fully engaging the activation knob into the co2 chamber. This is the most likely cause of this occurrence. The instructions for use states, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the activation knob was not fully engaged in the handle, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product

Event description:
In preparation for an esophagogastroduodenoscopy (egd), the physician prepared a hemospray endoscopic hemostat. The hemospray did not work properly when the staff in endoscopy tried to use it. They are reporting that it did not go off as it should. New information received 02-july-2021 states that when the hemospray was removed from its packaging and the hemospray was deployed, you could hear the co2 [carbon dioxide] escape, but the red knob at the bottom of the cylinder only spun around loosely and completely around the cylinder. We did not have anything come out into the catheter. The procedure was completed using a different hemospray. The equipment was defective. It did not deploy as it should have. This occurred prior to patient contact; there was no impact to the patient.